Manufacturer narrative:
This complaint was received via user report and has been reported to ansm. The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a ansm user report which reported the following information pertaining to an abbott diabetes care (adc) device: a healthcare professional reported that on (B)(6), a low glucose readings issue with the adc device was observed at 8 a.m. The customer was provided their breakfast (eaten in its entirety). At 12:00 p.m., their customer's glucose level was checked before administering the dose of abasaglar prescribed by the doctor that still indicated low. A blood glucose meter reading showed hyperglycemia at over 2 g/l, raising doubts about the sensor's reading and led to a change in treatment that was not necessary. The same results were observed at 6:00 p.m. And overnight, with significant differences between the blood glucose meter and the sensor. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted if more information is obtained. There was no report of death or permanent impairment associated with this event.